Manufacturer narrative:
H3: product analysis: no conclusion can be drawn at this time, as the evaluation has not yet been performed. If product analysis is conducted, a supplemental report will be submitted in the future. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that internal ring found detached. Patient impact was unknown.additional information was received indicating that there was no patient impact and no patient present in the room at the time of the event. The event occurred while a tympanoplasty procedure was being performed.